Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. B2, b3, c4, d6a: estimated dates d4: the UDI is not known as the part and lot number were not provided. The additional patient effects reported in the article are captured under a separate medwatch report. The additional device referenced in b5 is filed under a separate medwatch report number. Literature: article title: ¿outcomes of deferring percutaneous coronary intervention without physiologic assessment for intermediate coronary lesions¿.

Event description:
It was reported in a research summary article that the purpose of the article was to compare long-term outcomes between medical treatment and percutaneous coronary intervention (pci) of intermediate lesions without invasive physiologic assessment. The study was a post hoc analysis of a randomized trial comparing deferring pci versus performing pci based on angiography alone. A total of 899 patients with intermediate coronary lesions between 50% and 70% diameter-stenosis were randomized to the conservative group (n=449) or the aggressive group (n=450). For intermediate lesions, pci was performed in the aggressive group, but was deferred in the conservative group. The stents used in the aggressive group were either xiencce v or xience prime. The primary endpoint was major adverse cardiac events (mace, a composite of all-cause death, myocardial infarction [mi], or ischemia-driven any revascularization) at 3 years. At 3 years, the clinical outcomes included death, myocardial infarction, stent thrombosis. The conservative group had a significantly higher incidence of mace than the aggressive group. Between 1 and 3 years after the index procedure, compared to the aggressive group, the conservative group had significantly higher incidence of cardiac death or mi and ischemia-driven any revascularization. It was found that for intermediate lesions, medical therapy alone, guided only by angiography, was associated with a higher risk of mace at 3 years compared with performing pci, mainly due to increased revascularization. Additional information is in the article "outcomes of deferring percutaneous coronary intervention without physiologic assessment for intermediate coronary lesions".